Manufacturer narrative:
Results: the returned lantern delivery microcatheter (lantern) was ovalized at approximately 131.0 cm from the hub. The device was kinked at approximately 129.0 cm from the hub. The outer diameter (od) measurement of the ovalized location was 0.046¿ and it was out of specification. Conclusions: evaluation of the returned lantern revealed that the catheter was ovalized and kinked near the distal tip. If the peel-able sheath (supplied by penumbra) is not used to protect the distal tip of the catheter during insertion into another device, damage such as ovalization may occur. If the catheter becomes ovalized, the od of the catheter will become larger than its original specification. The ovalization likely contribute to the reported resistance while advancing the lantern through the hub of the non-penumbra catheter. Forcefully advancing the device against the resistance may also cause the catheter to become kinked. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the iliolumbar artery using a lantern delivery microcatheter (lantern). During the procedure, the physician was unable to advance the lantern past the hub of a non-penumbra catheter. Therefore, the lantern was removed, and multiple dents were noticed at the tip of the lantern. The procedure was then completed using a new microcatheter and the same sheath. There was no report of an adverse effect to the patient.